Manufacturer narrative:
On october 7, 2020, mentor became aware that the replacement implants used on september 8, 2020 were 275cc mentor saline devices filled to 330cc. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced right side deflation. On (B)(6) 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 225 cc mentor smooth round moderate plus profile on both sides and experienced uneven breasts. Patient also stated that she was sent to get a consultation for the issues with her breasts and then she found out she was pregnant and held off the breast concerns until now. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to collect additional information. However, no response has been received. If additional information is received in the future, supplemental report will be submitted. This report is for the patient¿s left-sided device.